Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced low as well as high blood glucose levels. The customer's blood glucose levels were 41 mg/dl and 527 mg/dl respectively. The customer was assisted in troubleshooting. It was reported that the customer was not alleging that the insulin pump was under delivering. The customer stated that his high blood glucose was due to stress and food. The customer was treated with insulin. The customer's other blood glucose level was 355 mg/dl. The insulin pump will not be returned for analysis.